Manufacturer narrative:
G4: 18aug2020; b4: 19aug2020. A philips service engineer was dispatched to the customer site and confirmed the reported issue. The philips service engineer replaced the rp-pcba,cpu (software 2.10), 2nd gen,v60/ rp-pcba, back light inverter, v60/rp-pcba, user interface, ui 2nd gen,v60 and the device passed all performance verification tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported to philips that the device displayed backup alarm failed error. The device was not being used on a patient at the time of the event.